Event description:
The patient was enrolled in (B)(6) study due to stable angina and a positive functional test for ischemia. The patient had a 70%, type b1, de novo lesion, with thrombus, in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.2mm in diameter. The lesion was not pre-dilated and a 3.0 x 18mm cypher stent was implanted at 15atm. The lesion was post-dilated as standard procedure. A dissection was noted. Therefore, a 2.5 x 13mm cypher stent was implanted, overlapping the initial cypher. Approximately a year post index procedure the patient reported stable angina.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had a dissection during the index procedure and approximately one year later had angina. This is a (B)(6) female with medical history including hyperlipidemia, hypertension, history of diabetes mellitus (type ii), history of allergy (nickel, erythromycin & adhesives), history of right breast cancer, history of hypothyroidism, history of arthritis and history of gerd. The patient was enrolled in the (B)(4) study due to stable angina and a positive functional test for ischemia. The patient had a 70%, type b1, de novo lesion, with thrombus, in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.2mm in diameter. The lesion was not pre-dilated and a 3.0 x 18mm cypher stent was implanted at 15atm. The lesion was post-dilated as standard procedure. A dissection was noted. Therefore, a 2.5 x 13mm cypher stent was implanted, overlapping the initial cypher. Approximately a year post index procedure the patient reported stable angina. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, lesion and vessel factors may have contributed to the reported difficulties.

Manufacturer narrative:
A 3.25 x 12mm balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.